Manufacturer narrative:
(B)(4). Batch #t5dr8x. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components, and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what caused the firing mechanism to fail. It is possible that the device was fired on thicker tissue than indicated, or fired through a locked reload in previous firings, causing an increase of the internal forces, resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during an appendectomy, the surgeon went to close the device and heard a "crunch" noise. The device then wouldn't fire. A similar device was used to complete the case. There were no patient consequences.